Manufacturer narrative:
Insulin pump received with missing segments due to bleeding lcd glass. Insulin pump received with cracked battery tube thread, cracked case near display window corners, and missing end cap sticker noted. No broken lcd glass noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump's lcd was broken. The insulin pump had a spot of ink and cracks near the battery compartment. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.